Event description:
Information received indicates the brake is not working correctly on the bed.

Manufacturer narrative:
The technician adjusted the brake pedal to repair the bed. The pedal was not fully locking.